Event description:
Female was referred for percutaneous closure of asd. Initial trnansthoracic echocardiography (tte) revealed a 14 mm secundum asd with adequate rims. Cardiac catheterization showed a left-to-right shunt of 1.8:1, normal pulmonary artery pressure and normal pulmonary venous drainage. As part of the selection of the optimal device, sizing of the asd was attempted with an amplatzer sizing balloon (length - 24mm, maximum volume - 30 ml). Initially, a good indentation was obtained at partial inflation in the anteroposterior view, which slowly disappeared without further increase in the balloon volume. Subsequently, imaging of the inflated balloon in different planes failed to reveal any waist. Tte, followed by trans-esophagel echocardiography (tte), were performed and revealed a tear of the inferior margin of the septal defect. The pt was referred for surgical closure. At surgery, a tear in the inferior rim of the asd was found. The tear extended down the septum up to the opening of the inferior vena cava, and a small hematoma was found there. The pt underwent repair of the tear and pericardial patch closure of the asd. Postoperative tte revealed no residual shunt.